Event description:
Datex-ohmeda cardiocap/5 monitors intermittently display incorrect spo2 saturation levels, 5-12% too low, leading to potential for patient treatment related to low saturation levels. This problem has been evident for approximately 1 year. Company has at times denied problem and/or advised that issue is user related. Now company acknowledges hardware problem in all units causes incorrect spo2 readout in cardiocap/5 product line. Example at facility. Software version 3.2. Staff at all hospitals have complained of this problem. Datex is now a ge company. Ge acknowledges that all monitors must be upgraded and will do this at no charge but there is a problem with the european portion of the company delivering one component of the update to endusers and feel the update must be done at the factory. Ge acknowledges that they have not communicated this ongoing hardware problem to the FDA. There is also a masimo-nellcor aspect to this issue since the masimo spo2 sensors were initially used and then the dept had change. Masimo data used to display on unit and now if you do that via data port of masimo radical, the cardiocap/5 will display incorrect information on the cardiocap. Now, the finger probe as well as the radical read incorrectly.